Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced bilateral hardness and pain associated with both breasts. During a physical exam, she was diagnosed with bilateral baker grade iii capsular contracture of her breasts. Additionally, the patient was diagnosed with a ruptured breast implant; however, the affected side was not provided. As a result, the patient is scheduled for bilateral removal and replacement with 400cc (left-sided) and 375cc (right-sided) mentor memorygel breast implants on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-01865 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient's surgery was cancelled and no reschedule date has been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 09, 2023, mentor was notified that the patient's removal surgery was rescheduled again for (B)(6) 2023. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2023, mentor was notified that the patient surgery was rescheduled for (B)(6) 2023. Date of explantation: (B)(6) 2023. On march 02, 2023, mentor completed a manufacturing record evaluation (mre). No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).